Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a burr hole cover and lead explant due to infection at the burr hole cover site. The patient presented with an open wound, and the physician suspected that the patient may have been scratching the site. The patient was placed on antibiotics. Although cultures were obtained, the results were not disclosed. The patient was reported to be doing well postoperatively. The explanted devices will not be returned to boston scientific, as they were retained by the facility.

Manufacturer narrative:
Correction to block h6. Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7129068. UDI: (B)(4).

Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7129068. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a burr hole cover and lead explant due to infection at the burr hole cover site. The patient presented with an open wound, and the physician suspected that the patient may have been scratching the site. The patient was placed on antibiotics. Although cultures were obtained, the results were not disclosed. The patient was reported to be doing well postoperatively. The explanted devices will not be returned to boston scientific, as they were retained by the facility.